Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2026-may-15: (B)(6) (con): information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that yesterday they had a nerve ablation procedure. When they turned the ins off, they saw an error message stating that the internal device battery was running low. The patient stated that when they attempted to turn the device back on, it would not turn on. The patient confirmed that they had not yet consulted their doctor. The agent reviewed device longevity with the patient and redirected them to their managing healthcare provider to further address the issue.